Event description:
It was reported that after the li61se intraocular lens was inserted into the pt's eye, the surgeon noticed that the trailing haptic was bent. During the removal of the lens vitreous prolapse occurred and an anterior chamber lens was implanted successfully. The pt's most recent bcdva was reported as 20/40. The pt's prognosis is good. Please reference MDR# 1119279-2012-00239 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.